Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that before a case, the system displayed a communication error message and when the system was rebooted, it displayed a system error message and the files closed. No pt injury was reported.